Event description:
Customer called to report that when he's filling the reservoir, there are a lot of air bubbles and he's noticed when he's pressing on the reservoir as he's pulling on the plunger sometimes, the reservoir leaks. Customer stated he's done this several times. He presses it very tight and that may be the issue. Instructed to disconnect and return reservoirs.